Event description:
It was reported that the patient was admitted with worsening pleural effusion. It was reported that the patient had pus draining from the driveline. The blood culture came back (B)(6) for (B)(6). On (B)(6) 2021, the patient had a thoracentesis and 1500 mls were drained. The patient had ongoing driveline infection and was on oral antibiotics upon discharge. The patient was discharged to a rehabilitation hospital for strengthening. The patient would remain on oral antibiotics for the foreseeable future and would be followed closely. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pleural effusion could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.